Manufacturer narrative:
A review of result logs provided by the customer confirms the customers observation. The ticket searches determined that there is no unusual activity for the likely cause lots and the complaint trending report review determined that there is no non-statistical or adverse trend for the issue for the products. For the hbsag qualitative ii assay, list number 2g22, customer field data was used to assess the specificity of the assay. Instrument data analytics (ida) reports for list 2g22 were reviewed. Review of the ia qualitative negative population number of standard deviations (sds) to cutoff by reagent lot report from 13 may 2018 shows that the number of sds to cut-off for lot 80258fn00 is within 1sd of the established centreline indicating the lot is performing acceptably. Review of the population median patient result (<1.00, nonreactive) by reagent lot report from 12 nov2017 to 12 may 2018 shows that the median patient result for likely cause lot 80258fn00 is within 1sd of the overall median result for this sample set. This indicates that the lot is performing acceptably compared to other reagent lots in the field. Investigation testing was performed for 2g23 lot 80273fn00. Testing of panels which mimic patient samples using in-house retained kits stored at the recommended storage condition was performed; all specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of the product labeling concluded that the issue is sufficiently addressed. Taken together, a systemic issue and/or product deficiency was not identified.

Manufacturer narrative:
This report is being filed on an international product; list number 2g22 that has similar products distributed in the us, list numbers 4p53 and 1l80. (B)(6). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The account observed architect hbsag qualitative ii (B)(6) and architect hbsag qualitiative ii confirmatory (B)(6) results on 2 samples, that tested (B)(6) with a new sample. ID (B)(6) generated architect hbsag qualitative ii (B)(6) and confirmed (B)(6). A new sample from the same patient generated architect hbsag qualitative ii (B)(6). ID (B)(6) generated architect hbsag qualitative ii (B)(6) and confirmed (B)(6). A new sample from the same patient generated architect hbsag qualitative ii (B)(6). No specific patient information was provided. No impact to patient management was reported.